Event description:
Per independent repair center statement the unit was noisy. The key failure was the compressor was noisy. Additional malfunctions include the power switch for the controls short circuited.